Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and it was noted that the sensitivity was increased due to prior undersensing. Ts advised on programming enhancements. No adverse patient effects were reported. This device remains in service.